Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 60 mg/dl followed by hyperglycemia with a peak blood glucose value of 400 mg/dl after overtreating the low. The user managed the low with fast-acting carbohydrates and administered a manual insulin injection to address the high, after which glucose values stabilized. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.